Event description:
It was reported that high thresholds were observed in the right ventricular lead. The full lead was explanted without a repositioning attempt. No patient complications were reported as a result of this event.